Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced severe hemolysis. The patient underwent a pump exchange on (B)(6) 2014. No further information was provided.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. Examination of the pump blood-contacting surfaces found a denatured, tissue-like thrombus on the pump rotor. The tissue showed no laminated layering, indicating that the thrombus did not form on the rotor. The deposition would have contributed to the reported hemolysis. Examination of the outlet stator found a small, white, tissue-like deposition between the outlet bearing and the stator blades. The deposition was loosely seated and showed no evidence of denaturing or laminated layering. The distal end of the rotor and outlet bearing cup did not show any contact marks to indicate that the deposition was present during pump operation. The deposition did not appear to have been present while the pump was supporting the patient. The evaluation could not determine the origin of the observed deposition. Visual inspection of the pump bearings and bearing cups found no anomalies. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The lvad was returned to the manufacturer but evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: presumed lvad thrombus.